Manufacturer narrative:
The report of a broken rod has not been confirmed, as there were no devices or films provided by the reporter or interested parties. Details provided state that the patient had pain during exercise, and weeks later fell causing extreme back pain. CT scan and CT scans observed a fracture to the rod and segmentation anomaly. There has been no allegation received of issues prior to the exercise, and no allegation of pain prior to the fall. Without devices, images or further information, the root cause has not been determined. Review of labeling: possible adverse events like other spinal system implants, the following adverse events are possible. Bending, disassembly, or fracture of implant and components.

Event description:
(B)(6) 2021 patient was doing stabilization exercises and noted a pop in her lumbar which resulted in the inability to move her right leg due to pain and volitional weakness. Went to the ER and had a CT scan which showed solid fusion and no implant failure. (B)(6) 2021 patient fell causing extreme low back pain, numbness, tingling affecting her anterior thighs, and weakness in both legs. X-rays were reviewed and there appears to be interval development of rod fracture above the l3 pedicle screws that were not present previously. (Noted in the 12.09.2021 visit.) (B)(6) 2021 patient returned for CT review which demonstrates rod fractures at what appears to be l1-l2 space with segmentation anomaly that could be considered the l2-l3 interspace (despite previous nomenclature). There is not solid fusion from l1-2. Bony fusion across the facet joints at t12-l1 and no screws appear loose. The lowest pedicle screw on the right appears to be slightly laterally positioned. The patient is having intractable pain with the use of high-dose narcotics with no relief. Treatment description revision: removal of hardware at l1-4, explore fusion l1-2, and re-instrumentation at l1-4.